Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the clinical team observed an "impella stopped" alarm during support, which resolved itself almost immediately after triggering. The patient's condition was not affected. The decision was made to proactively change the aic (automated impella controller) for another one. No other issues occurred for the remainder of support.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. Data logs show that an "impella stopped (rpm deviations" alarm triggered and lasted for 2 seconds before resolving and all performance metrics went to 0. The alarm resolved on its own and the pump restarted and performed with no issues. However, the cause of the pump stop was not determined since the product was not returned. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.